Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valves are not fulfilling their function and are leaking during cases. There has been no known patient harm. The samples were discarded by the facility. Additional information has been requested.

Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the (B)(6) complaint received against the trocar lots for the reported issue. Three opened (B)(4) gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and found to be conforming. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. This complaint's reported lot was manufactured prior to the implementation of this inspection practice. In order to improve performance of valves not impacted by the inspection practice, an internal investigation was opened and identified further actions to improve valve performance. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. (B)(4).